Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that upon the device changeout procedure the right ventricular (rv) lead was noted to have a hard bend/kink. The lead was tested and found to be electrically intact. The physician requested silicone and suture sleeve to repair the outer insulation that appeared disturbed. The lead was tested and found to be electrically intact. The lead remains in use. No patient complications have been reported as a result of this event.